Event description:
The olympus asset device, visera elite xenon light source, was sent to the olympus service center. Upon inspection and testing of the returned device, it was discovered the light source went directly to the spare lamp. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction of the power supply unit failure found during evaluation.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection testing of the returned device, the light source went directly to the spare lamp due to a faulty converter. In addition, it was noted the lens was damaged and the flat cable was corroded and pinched. Also the high function is not working due to a defective hinge unit. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light source failure was due to a failure of the light source converter. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.